Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that an x-ray was taken and it appeared that the lead had moved. It was noted that the impedances were normal and recharging was normal. It was noted that the patient would follow up with the physician to discuss the next step.

Event description:
It was reported that the patient had a surging sensation when the stimulation was on and off. It was noted that the patient felt the surging sensation up and down the left leg and left side from the rib cage to the foot. It was noted that the targeted area for stimulation was the top of the foot and the patient have stimulation in the foot, but it was not where she wanted it exactly. It was noted that the patient had powerful residual stimulation when the stimulator was turned off. It was unclear how long this lasted. It was noted that the patient had been seen several times for this issue. It was noted that this was the patient¿s 3rd visit. There was no known accident or incident related to this event. It was noted that the patient¿s implantable neurostimulator (ins) was replaced on (B)(6)-2013 and the surging became an issue after this replacement. It was noted that the patient¿s pain had been getting worse since the surging began. It was noted that the surging did not appear to be related to specific movements and if the stimulation was off long enough, it didn¿t surge as often. It was noted that the impedances were within the normal range of 500 to 700 ohms. It was noted that ¿they had probably exhausted reprogramming.¿

Manufacturer narrative:
Concomitant: product ID 3986a, lot# lc2184, implanted: 2006-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2004-(B)(6), product type extension. (B)(4).